Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 350cc, serial number 5823848-062, lot number 5823848, catalog number 3501655. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional. The patient had experienced bilateral grade 2 ptosis and breast asymmetry. The left breast implant also had a capsular contracture. The devices were replaced with saline mentor smooth round moderate plus profile 475cc, catalog number 3502475, lot number 7545517, serial number (B)(4) on the left breast implant and with saline mentor smooth round moderate plus profile 475cc, catalog number 3502475, lot number 7349609, serial number (B)(4) on the right breast implant on (B)(6) 2018. There were no operative complications after the surgery. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the device history record (DHR) of lot number 5772067 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).